Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noticed that the housing was broken (charging bay broken) due to handling incorrectly. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The customer returned the device reporting the charger station smelled like burned rubber. It became extremely hot during charging and the ventilator turns on. This is report 1 of 1 for event# (B)(4).